Event description:
On 03/06/2000, the facility's materials manager informed the MFR's sales representative of the following: the catheter broke off. The proximal end of the device catheter is still attached to the device with the blue locking mechanism in place and are being returned to the MFR for analysis. No further details were provided at this time.